Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s pump and catheter were removed due to possible wound infection. It was noted the patient had drainage and incisional wound opening at the device pocket. It was noted that there were no alleged product issues with the pump or catheter. It was further noted the patient status at the time of this report was alive with no injury. The pump contained morphine. Additional information received reported that both the pump and catheter were removed on (B)(6) 2014. It was noted that cultures were taken of both back and abdominal incisions. It was further noted that no troubleshooting was performed. Additional information was requested, but was not available as of the date of this report.